Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered two anti-tachycardia pacing (atp) bursts due to double counting of the right ventricular (rv) lead signal. The rhythm accelerated to become ventricular fibrillation (vf). This device delivered one electric shock which converted the rhythm. Technical services (ts) analyzed device episode data. Reprogramming and an x-ray was recommended. An x-ray was performed, and it was observed that the rv was dislodged and the right atrial (ra) lead had no slack. A procedure was completed in order to reposition the leads. No additional adverse patient effects were reported. Currently, this ICD system remains in service.